Event description:
On (B)(6) 2012 the reporter, the patient¿s mother, contacted animas to report that after the pump fell into the toilet and was exposed to moisture, the pump began beeping and vibrating and would not stop. The patient was unable to resolve the beeping or vibrating even after priming the pump. The issue was not resolved, therefore this complaint is being reported. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad cover was noted to be torn over the up arrow and down arrow buttons, exposing the button contacts. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, all of the keypad buttons demonstrated intermittent response and required multiple presses with increased force to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. On testing, the auditory and vibratory functions were fully functional. A leak test was performed and revealed a leak at the keypad. The pump was opened for investigation and revealed no evidence of moisture inside the pump.

Manufacturer narrative:
Follow up #2 submitted: (B)(4) 2012. Conclusion codes were update to reflect investigational findings correctly.